Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty right lower extremity procedure with an 6f sheath. Reportedly, upon advancement of the proglide device, the plunger seemed to have popped out of the back end of the device prior to the device being fully in the vessel. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The unintended system motion was unable to be confirmed as it is related to case conditions. The return device does however, match the reported event. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. It is possible that the plunger was inadvertently snagged by a surgical glove and pulled or the plunger was partially depressed and released causing the plunger to pop backwards; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.